Event description:
The user received analyzer alarms and intermittent erroneous results for several assays. Of the data provided the vancomycin result for one sample and the glucose results for about 3 to 4 specimens were discrepant. The initial vancomycin result was 39 ug/ml, repeat result from the other c501 was 23 ug/ml. The initial result was released to the pharmacy, but the corrected report was released within two hours. The user stated he does not believe there was any harm to the patient. The user described 4 plasma glucose samples whose initial result was between 8 and 12 mg/dl with data flags. The samples were repeated on the other c501 and the result for one sample was 180 mg/dl. No results were provided for the other three samples. The original results were not reported. The vancomycin and glucose reagent lot numbers were not provided. The field service representative determined there was a defective syringe plunger on the r2 syringe causing the r2 reagent to not be dispensed. He replaced the plunger for the r2 syringe, performed multiple air purges and performed mechanism checks. To verify the analyzer operation, he ran calibration and qc with okay results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.